Manufacturer narrative:
On 09/26/2016 a medtronic representative, following-up at the site, reported that the front row of the universal power supply (ups) would not work. Moved power cables to the back of the ups and were power was restored. Confirmed with manufacturer that the ups needs to be replaced. Return requested for 10 parts - 8 devices were returned to manufacturer, unused. Replacement I/o hub enclosed shipped to site 09/28/2016. Medtronic investigation of the suspect I/o hub enclosed, returned on 10/18/2016, finds the hub to be fully functional. The returned hub was connected to a known good system, and allowed to run for several hours uninterrupted. The hub was found to be fully functional and had no connection issues during the run time. No problem found. Medtronic investigation of returned suspect selectable ups finds that the returned ups was tested and found the cooling fan not functioning, otherwise, the ups functions as expected. Output voltage was 123.4vac on all 6 outputs. Reported issue could not be replicated. Electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the site's navigation system camera went red status. They set-up the navigation system for the procedure, and verified all instruments successfully. The site left the navigation system on the acquire images screen for approximately an hour. When they returned to the navigation system, the camera had a red x. The site re-booted the software twice, however, the issue persisted. The navigation system was powered down, received an error message that the system could not boot-down fully. The medtronic representative performed a hard shut-down, then was unable to boot the navigation system after. The surgeon opted to abandon the use of the navigation system to continue the procedure to completion. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative confirmed functionality of the navigation system following replacement of the uninterruptible power supply (ups). The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.